Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, cloudy fluid and general illness. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading cause of the transmission of peritonitis causing pathogens. Though effluent fluid cultures were not provided, a decrease in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection (2). Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius technical services he experienced peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, cloudy fluid and general ill feeling. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital were not reported to the outpatient clinic and results remain unknown. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient tangled his cycler set tubing with his extension set and used scissors to remove portions of the tubing and extension set, thus, contaminating his pd catheter (not a fresenius product). It was affirmed the tangling of tubing was not due to a deficiency or malfunction of the liberty cycler set, rather it was the patient¿s inappropriate and inattentive method of setting up his pd treatments. The patient was prescribed intraperitoneal (ip) cefepime and ip vancomycin (dosages, frequency and durations were not reported) to address the infection. The patient was able to undergo assisted ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was transitioned to hemodialysis (hd) for renal replacement therapy through an existing arteriovenous access on an in-center basis post-discharge as it was determined the patient cannot safely undergo ccpd therapy at home autonomously. The patient recovered from this event as he remains asymptomatic on antibiotic therapy.